Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6)2019)') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6)2019)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a 47-year-old female patient who had essure (ess205), inserted for female sterilization. The patient's medical history included: heavy periods, abdominal pain, endometriosis, allergic rhinitis, hypertension, lumbar radiculopathy, dysmenorrhea, depression and anxiety. Concomitant products included: medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) month after insertion of essure (ess205). The patient was treated with surgery (hysteroscopy, salpingectomy laparoscopic). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted, in date of removal: (B)(6) 2018, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on an unknown date, endometrium, biopsy: proliferative endometrium. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical records received: new reporter, lab data, medical history, removal procedure, concomitant drug added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.